Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected/scrapped and found power connector of the unit/pca is defective and the unit can't be powered on in order to be able to collect the error log/machine hours/error code numbers/software version. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device serviced by third party service technician.